Event description:
During a laparoscopic cholecystectomy procedure, the clips fell out of the jaws when the trigger was activated. The surgeon applied another device. The hosp has reported that no pt injury occurred.